Manufacturer narrative:
Investigation summary: two photos were provided. They show a needle, connected with white epoxy to a device, this device has 3 rounded metal supports and a needle in the center. Root cause can¿t be determined as two photo samples received were not a bd needle assembly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the photos provided were not of a bd needle. This is the 1st complaint for lot # 8277629 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch #. Root cause description: undetermined. Based on the photo sample provided is not a bd needle assembly. Rationale: CAPA not required at this time.

Event description:
It was reported that "black specks or threading" were found between the bd nokor¿ filter needle and hub before use. The following information was provided by the initial reporter: "per reporter, the technician noticed an issue with the supplied filter needle prior to withdrawing from the vial. When the needle cap was removed, the "white part" between the needle and the hub contained black specks or threading all around it. The reporter provided a vague description of the specks/threading as being potential cracks or "like someone drew on it and they were not free floating". As a result, the medication was not prepared and a new eylea kit was used to prepare the dose for a patient. The reporter denied any adverse events or missed doses due to this event."